Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was missing') and embedded device ('one in my fundus so stuck clips / one of my tubes welded to my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cyst ("cyst"), loss of bladder sensation ("my bladder shut down at the 3 year point after essure. I had no sensation and had to wear pads"), back pain ("lower back pain"), arthralgia ("hip pain"), osteoarthritis ("osteoarthritis"), migraine ("migraine"), arthritis ("now I have arthritis"), pelvic adhesions ("tube welded to my uterus"), anxiety ("anxiety") and hair colour changes ("no color pigment left in my hair"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, embedded device, cyst, back pain, arthralgia, osteoarthritis, arthritis, pelvic adhesions and hair colour changes outcome was unknown and the loss of bladder sensation and migraine had resolved. The reporter considered anxiety, arthralgia, arthritis, back pain, cyst, device dislocation, embedded device, hair colour changes, loss of bladder sensation, migraine, osteoarthritis and pelvic adhesions to be related to essure. The reporter commented: plaintiff undergo hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one essure was missing and one in my findus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received: fup 3,4,5,6,7,8,9 processed together. New events lower back pain, hip pain and osteoarthritis were added. On (B)(6)2020: new reporter from social media was added. On (B)(6)2020: new event "tube welded to my uterus added. New reporter added. Removal details added on (B)(6)2020: social media received. Reporter information added. Event : migraine added. On (B)(6)2020: social media received: now I have arthritis, anxiety and reporter information were updated. On (B)(6)2020: fu 3,4,5,6,7,8,9 were processed together. New event added: no color pigment left in my hair. On (B)(6)2020: fu 3,4,5,6, 7,8,9 were processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was missing') and embedded device ('one in my fundus so stuck clips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and cyst ("cyst"). The patient was treated with surgery (essure removal.). At the time of the report, the device dislocation, embedded device and cyst outcome was unknown. The reporter considered cyst, device dislocation and embedded device to be related to essure. The reporter commented: plaintiff undergo hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: one essure was missing and one in my findings. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device embedment. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was missing') and embedded device ('one in my fundus so stuck clips / one of my tubes welded to my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cyst ("cyst"), loss of bladder sensation ("my bladder shut down at the 3 year point after essure. I had no sensation and had to wear pads"), back pain ("lower back pain"), arthralgia ("hip pain"), osteoarthritis ("osteoarthritis"), migraine ("migraine"), arthritis ("now I have arthritis"), pelvic adhesions ("tube welded to my uterus"), anxiety ("anxiety") and hair colour changes ("no color pigment left in my hair"). The patient was treated with surgery (essure removal.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, cyst, back pain, arthralgia, osteoarthritis, arthritis, pelvic adhesions and hair colour changes outcome was unknown and the loss of bladder sensation and migraine had resolved. The reporter considered anxiety, arthralgia, arthritis, back pain, cyst, device dislocation, embedded device, hair colour changes, loss of bladder sensation, migraine, osteoarthritis and pelvic adhesions to be related to essure. The reporter commented: plaintiff undergo hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one essure was missing and one in my findus. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil wa(B)(6) s missing') and embedded device ('one in my fundus so stuck clips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cyst ("cyst") and loss of bladder sensation ("my bladder shut down at the 3 year point after essure. I had no sensation and had to wear pads"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the device dislocation, embedded device and cyst outcome was unknown and the loss of bladder sensation had resolved. The reporter considered cyst, device dislocation, embedded device and loss of bladder sensation to be related to essure. The reporter commented: plaintiff undergo hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: one essure was missing and one in my findus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received: new event: loss of bladder sensation was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('one essure coil was missing') and embedded device ('one in my fundus so stuck clips') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and cyst ("cyst"). The patient was treated with surgery (essure removal.). Essure was removed. At the time of the report, the device dislocation, embedded device and cyst outcome was unknown. The reporter considered cyst, device dislocation and embedded device to be related to essure. The reporter commented: plaintiff undergo hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan: on an unknown date: one essure was missing and one in my findus. Concerning the injuries reported in this case, the following ones were reported via social media: device dislocation, device embedment. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-dec-2019: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.